Manufacturer narrative:
A functional evaluation of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. It cannot be determined conclusively how the balloon tore.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a balloon replacement procedure (patient gender, age, and weight are unknown). According to the complainant, balloon ruptured after a few hours post-placement. The procedure was repeated with another device. The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."